Event description:
Smiths medical international, ltd., has been notified that a user alleges that while using a tracheostomy tube, the 15mm connector broke away from the tube and a part of it went into the pt's airway, the dr was able to remove the broken portion of the tube and a new tube was inserted. No pt injury reported.